Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, lead damaged, and material break were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any signs of lead damaged and or material break. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found a foreign material in the middle region of the lead. Scanning electron microscopy (sem) material analysis was performed, and it was confirmed the material was silicone. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the low voltage lead was intended to implant at the right ventricular (rv).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead failed to capture at maximum output in bipolar configuration and exhibited high pacing impedance. The physician stated that the lead was damaged. The lead was not used and replaced on (B)(6) 2024. There were no patient consequences.